Event description:
The manufacturer received information alleging a "minute ventilation was displayed, but no sound was heard. The device operated without problems with both displays and sounds after that. It was reported that it did not sound only at the time of 14:00. The alarm was not noticed and the patient's condition worsened, then performed ambu bag. Although an alarm was displayed, no sound was emitted, and it was not noticed, which resulted in a delayed response". The patient began to stabilize after treatment with an oxygen concentrator was added. The cause was that the trachea of the tracheostomized patient became blocked with sputum. Additional information revealed according to the nurse, the cannula appeared to be partially clogged prior to the event. Before the incident, and following suctioning, the patient was repositioned to a lateral position for fecal dis impaction. No issues had been noted prior to that point. The patient¿s spo2 fell into the 50% range for approximately 3¿5 minutes. After clearing the mucous obstruction, spo2 improved to 90%. The visiting nurse performed assisted ventilation using an ambu bag, suctioning, and repositioning (lateral to supine). Due to airway obstruction from thick sputum, the ambu bag became stiff and difficult to compress. Suctioning continued while contacting emergency services and the visiting physician. By the time the emergency response team and the attending physician arrived, the patient had stabilized. Device settings at the time were ventilation mode a/c-pc. Respiratory rate 12 bpm. Inspiratory time 1.0. Peep 4. Rise time 2.00. Trigger type auto-trak. Avaps on. Avaps rate 1. Tidal volume (target) 500 ipap/ps. Maximum pressure 12.0. Ipap/ps minimum pressure 8.0. Circuit disconnect 10 sec. High tidal volume 800. Low tidal volume off. High minute ventilation 15 lpm. Low minute ventilation 2 lpm. High respiratory rate 40. Low respiratory rate off. Alarm volume low. This information currently provided and available, has been reviewed by the clinical expert who has determined that there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). The trilogy evo, intl, rental device was returned to the manufacturer for evaluation, and the reported issue could not be reproduced. No errors indicating a malfunction were discovered in the device's event log. However, records indicating that the sound silence button was pressed multiple times at the time of the event were confirmed. The log indicating that low minute ventilation alarm occurred while the sound silence function was enabled was confirmed. A functional test was performed, and all items passed. The device was disassembled for an internal inspection, and no abnormalities were discovered. Therefore, it is concluded that the alarm did not sound because the mute function was enabled. Final test, battery check, valve check, running test, and cleaning were performed, and normal operation was confirmed. Software version 1.06.10.00 was confirmed.